Event description:
It was reported that during an implant, the lead had positioning difficulties due to low amplitude r-waves. The lead's helix retraction was also questionable; the distal end of lead had a low angle bend on it. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.